Manufacturer narrative:
Additional information: imdrf annex b code and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the root cause for the reported issue of an no channel ID was not determined because no products or device logs were returned.

Event description:
It was reported that during assessment, the pump module did not display channel ID upon power up and it could not communicate to the alaris systems maintenance (asm) to download the logs. Per report, "when system was powered up into maintenance mode, no channel displayed channel ID. Removed devices and attached individually and all devices displayed channel ids, except the suspect pump module. Attached suspect pump module to another system and none of the other modules displayed channel ids, until device was removed, and system was rebooted." This was observed by bd representatives during their site visit. There was no patient involvement.

Event description:
It was reported that during assessment, the pump module did not display channel ID upon power up and it could not communicate to the alaris systems maintenance (asm) to download the logs. Per report, "when system was powered up into maintenance mode, no channel displayed channel ID. Removed devices and attached individually and all devices displayed channel ids, except the suspect pump module. Attached suspect pump module to another system and none of the other modules displayed channel ids, until device was removed, and system was rebooted." This was observed by bd representatives during their site visit. There was no patient involvement.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.